Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance measurement that was detected via the patient¿s home monitoring system. Additional information received from the local boston scientific field representative that the patient fell while climbing and the lead was fractured. The lead was explanted and out of service. No adverse patient effects were reported.